Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. No button error alarm during testing noted. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.

Event description:
It was reported, the customer received a button error alarm. The customer's blood glucose was 103 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.